Event description:
The patient was revised because of malpositioned femoral component.

Manufacturer narrative:
No product was returned for examination. Product information required to search the complaint database by manufacturing lot was not provided. The investigation could not draw any conclusions about the reported event; however, provided information stated poor device placement was a contributing factor. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.